Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the third party service center, where the device was investigated, alleging visualization of particles in the air path. The device was scrapped. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.